Event description:
While using philips sonicare toothbrush, spinning handle came off toothbrush while I was using it. Did not result in any injury but could have. Model hx6950 serial # (B)(4). Philips case number (B)(4). Reported to philips (B)(6) 2016.